Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was "not working" and had "never worked". The device was not removed because of "scarring". One week later it was reported that the patient was implanted 5-7 years ago, but has not used the device since implantation. It was stated that one lead stopped working 2 months after implant and the other lead "failed" as well. It was noted that the patient was told that the leads were "defective". The patient had not worked with a physician for five years. The patient was told that the physician did not want to remove the device because of scar tissue. It was reported that during the surgery "something metal was dropped in the patient's body." It was also stated that the patient was told that a "part" was dropped into her body, but would not be in issue going forward. It was noted that the patient needed and MRI for her neck for "disc issues". The patient wanted the device explant and it was stated that the device was "defective". Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
The patient experienced a loss of therapeutic effect. It was noted that the neurostimulator worked for 6 months then it shocked her after which she lost the therapeutic effect. She changed to lead on the other side but still experienced the shocking and no therapeutic effect. She currently had the device turned off. Additional information was requested.